Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an unexpected restart alarm and insulin bump was beeping. Customer's blood glucose was 259 mg/dl. Customer reported that insulin pump was stored and not in use for an extended period of time. Customer was able to clear alarm, but pump did not ask to rewind. Insulin pump continued to beep. Insulin pump is not expected to return for failure analysis.